Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that the pump shut off unexpectedly. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting tandem technical support. No additional information was provided.